Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "low infusion rate >5% error" (under infusion). Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction "low infusion rate >5% error" could not be confirmed and this event is determined to not be a reportable event. The device passed all flow rate testing within specification at multiple rates and was functioning as designed. Manufacturer report number 1314492-2016-04127 can be removed from the FDA database.